Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have an outdated pcb and power switch, heater had corroded inside and float switch was flaking. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device underwent functional testing by filling the tank with water and powering on. The reported customer complaint has been confirmed as a result of a faulty pump. However, the problem source has been unable to be confirmed.

Event description:
Information was received that water is not flowing-able to activate switch but no water flowing. Incident occurred testing; no patient involvement.